Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: customer noted that the sutures kept shredding and believe it isn't with the same texture as it used to be. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of each damaged suture? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name and title of external person providing answers to follow-up as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. They had suture that ended up breaking while trying to suture the jejunum. No patient harm. Additional information has been requested.